Event description:
It was reported that the gears on the zimmer skin graft mesher were damaged. Evaluation of the device also identified a damaged comb. The facility reporting information is a cadaver tissue bank. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/28/2010 and was last repaired on 12/11/2012. The reporter is a cadaver tissue bank which experiences heavy usage of devices. Evaluation of the device observed the roller gear, comb, ball detents, leaf springs and bushing were damaged. The device was outside of calibration specification on the left and right side. Evaluation of the cutters determined that both 1.5:1 and 2:1 cutters produced unacceptable test meshes. Gears on both cutters were replaced and returned to the customer. The cause is likely the user not maintaining the device per proper handling.